Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received (B)(4) 2018. It was reported that the healthcare provider had called the manufacturer representative (rep) to schedule ins replacement. The rep then spoke to the patient, who reported that she was in an auto accident several months ago and that her ins had not been working. Troubleshooting had previously been performed but they could not get the battery to turn on. The patient also stated that she was told that the battery might not work again. She stated that the battery has been discharged for several months, and that the charger will not communicate with it. The plan was to replace the ins with a new device, so that the patient could recharge faster. Replacement was scheduled for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 37761, serial# unknown, product type: recharger. Product ID: 97740, serial/lot #: (B)(4), UDI#:(B)(4); product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the device was completely not working and not feeling stimulation. It was left on charge for four days. The patient thought it was the patient programmer and put new batteries, but it still was not working. It was reported that the patient programmer (pp) was not reading anything. The patient reported having lot of pain in area of the implant. The patient reported that they were in car accident at the end of (B)(6) 2017 and implant coincidentally stopped working shortly after the accident. There was poor communication screen both with and without the pp antenna and tried communicating with insr but confirmed the insr screen was totally blank. It was confirmed that the ins recharger connector pin arrows did not match up correctly had to plug it in opposite ways for connector pin to be able to fit into recharger and connector pin wiggled when plugged into recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that patient¿s battery was successfully replaced with intellis. All parameters and coverage of the patient¿s painful areas are normal.